Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ejector bracket and latch base was broken. A field service engineer (fse) replaced ejector bracket and latch base to resolve the issue. The fse confirmed that the customer recovered drawer and testing showed device functioning as designed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a drawer was not closing, appeared stuck, and was not moving. The customer attempted to close it but was unsuccessful. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.